Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore the issue could not be clarified and no additional information was obtained.